Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patent presented with noise on the rv lead via merlin.net transmission. Noise caused inappropriate vf and inappropriate atp was delivered. Programming changes were made to reduce chances of hv therapy. The lead replacement was suggested. No further information is available.

Event description:
New information received indicates that oversensinf was also observed. The lead was capped and replaced.